Event description:
It was additionally reported that the patient experienced palpitations, resulting in being hospitalized for six days.

Manufacturer narrative:
Patient code(s) - it was reported that the patient had a "medical emergency", however, the exact problem was not specified. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient was found in a state of "medical emergency" and their cadd® legacy pump was showing an error. The patient was taken to the emergency room and was started on epoprostenol while they were in the hospital. It is unknown whether the product fault directly contributed to the patient's medical emergency. The pump had been used since (B)(6) 2017. No permanent injury was reported.